Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2006. The physician was unsure if the first treatment was complete in the od eye so he repeated the treatment. Upon attempting to lift the flap, he observed two interfaces and he did not proceed with the lasik procedure. The following day the physician lifted, irrigated and smoothed the flap. 25 days later a second irrigation and repositioning of the flap was performed. No further treatment has been performed as of this report. The patient's pre-op bcva was 20/20 and the patient's bcva the following day is 20/25.